Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported there was a balanced salt solution (bss) leak and a system message code received during a retinal procedure. The system was exchanged to complete the surgery. There was no pt harm.